Event description:
It was reported that during a da vinci s hysterectomy procedure the tip of the permanent cautery hook instrument fell into the patient. The planned surgical procedure was completed, however, the customer is unsure as to whether or not the broken tip was retrieved. No patient harm, adverse outcome or injury was reported. The site indicated that the instrument would not be returned for evaluation.

Manufacturer narrative:
The instrument will not be returned for evaluation. As a result, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.